Event description:
It was reported that, during a thermal uterine balloon ablation procedure, a heater error 6506 was received with the first catheter. A second device was opened and a heater error 6507 was received. A third device was opened and an error 6106 was received. The procedure was aborted. The procedure was extended approximately 1 hour. The patient was under general anesthesia, and no adverse patient outcome was reported.